Manufacturer narrative:
D10/d11: kit svc o2 bi71000176 encl power convsn, serial/lot rev. 2 : s/n (B)(4) kit svc bi71000195 tray o2 ias power, serial/lot rev. 1 : s/n iec (B)(4) h3/h6: the power conversion enclosure was returned to the manufacturer for analysis. It was reported that there was an electrical failure with this component. Evaluation codes 10, 120, 4307 the power tray was returned to the manufacturer for analysis. It was reported that there was no failure with this component. Evaluation codes 10, 213, 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system pendant was receiving a critical battery error on the system. No patient was present.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000860, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while on-site addressing a different case, the system would not power on. It was suspected that this was due to the power conversion enclosure. There was no patient present when this issue was identified.

Manufacturer narrative:
H2) additional information: see b5. H2) additional information: d11: product ID bi71000860 updated to bi71000176. Lot number is rev. 2 : s/n (B)(6) . H3) a medtronic representative went to the site to test the equipment. Testing revealed that the issue could be confirmed. After changing the battery tray, the system powered up for a moment before turning off and staying off. The issue was linked to the power conversion enclosure failing. The power conversion enclosure was replaced and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The battery tray and power conversion enclosure have been received by the manufacturer. However, analysis has not been completed at the time of filing. H6) 10, 120, and 4307 are associated with the system checkout. 4118, 3233, and 11 are associated with the returned components. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that it was unknown why the power conversion enclosure failed.

Event description:
(B)(6)2020 00693107 (rep): medtronic received information regarding an imaging system. It was reported that while on-site addressing a different case, the system would not power on. It was suspected that this was due to the power conversion enclosure. There was no patient present when this issue was identified. ***on-site addressing related event 603861090***(B)(6)2020 e1 (rep): no new information(B)(6)2020 e2 (rep): medtronic received additional information that it was unknown why the power conversion enclosure failed.